Event description:
It was reported that the user experienced overnight hypoglycemia with a blood glucose of 63 mg/dl while using the ilet system and requested guidance on reducing insulin delivery during sleep; the user self-treated with orange juice and food, and troubleshooting and education were provided with assignment to additional training. Symptoms included low blood glucose. Outcomes included resolution with oral glucose intake and user education without escalation of care. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction or component failure based on user report and standard troubleshooting review. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.